Event description:
It is reported that the tension gauge was placed in the knee with trial components in to check gaps in flexion and extension. The tension gauge broke when the surgeon tried to remove from pt.

Manufacturer narrative:
Evaluation: this type of event typically occurs when the component has had repeated exposure to large bending forces which can occur during insertion and extraction into the joint. With the limited info available however, a definitive root cause cannot be determined with the info provided. Evaluation: review of the device history record was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.